Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced an event of high blood glucose and was hospitalized on (B)(6) 2024. The blood glucose level was 560 mg/dl with the presence of ketones at the time of hospitalization; therefore, the patient was treated with intravenous insulin. The symptoms reported by the patient at the time of the hospitalization event were feeling sick. The length of hospitalization was 2 days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.